Event description:
When the device was introduced into the body the displayed blood pressure would not match to the patient's initial blood pressure and subsequently would not appear. This is the second report and from a different patient. A new device was used, it is unknown if it was from the same lot but it worked just fine.